Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to switch to an alternate form of insulin therapy using multiple daily injections. Technical support arranged for a replacement pump to be sent, which includes updated software. Additionally, they provided instructions for putting the current pump into storage mode and facilitated the return process using a pre-paid return box. The customer acknowledged these instructions, including programming the new pump and connecting it to a continuous glucose monitor.